Event description:
On (B)(6)2012 it was reported; patient has received inappropriate shocks. Sensing was decreased from 6mv to 1 mv. Shock-impedance was increased from 75 ohms to 125 ohms. Electrodes were both extracted and replaced. The lead has been discarded by the nurse. Lntraoperative measurements of the newly implanted electrodes were all within the normal ranges. (B)(6) germany. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).